Event description:
On (B)(6) 2010, the patient reported that she has put a new battery into her insulin infusion device but there is no display shown and her device is beeping. She was instructed to insert 2 new batteries. She had new batteries but stated she could not locate the expiration date of the batteries. She inserted the batteries but said her device will not start and there is no beeping and no display. No blood glucose concerns related to this issue were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. The infusion device, battery and battery cover were replaced and requested to be returned for evaluation.